Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. Additional observation not reported by site: the instrument was found to have thermal damage on the molded insulator located at the grip tips. Electrical continuity test was performed and passed. The probable root cause could not be determined based on the information provided and failure analysis results.

Event description:
It was reported that during a da vinci-assisted radical with extraperitoneal lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps instrument did not articulate properly. There was no report of fragment falling inside the patient. The procedure was completed with no report of patient injury.